Event description:
It was reported that during preventive maintenance the cadd solis shows error 45639 (motor sense high on power up). There was no patient involvement. During investigation of the returned device a continuous alarm (45639) immediately sounds, accompanied by a red display. This type of error code is classified as a high-priority alarm and, if triggered during patient use, will interrupt the infusion.

Manufacturer narrative:
One suspected device was received for evaluation. Visual inspection was performed and no anomalies were noted. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Upon switching on the pump, a continuous alarm (45639) immediately sounds, accompanied by a red display. The customer complaint was confirmed. The probable root cause was defective mainboard. Mainboard will be replaced.